Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that, 5 cartridges of same batch were cracked at the tip. The surgeon still used the same cartridges to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. Two used company cartridges were returned identified for this file. The cartridges were numbered 1-2 for evaluation purposes. The two used company cartridges were microscopically examined. Inadequate viscoelastic was observed in both cartridges. Both cartridge tips had aneurysms on the top and heavy stress. The tips were not cracked. The cartridges had evidence of placement into a handpiece. The two returned used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens diopters were not provided. It cannot be determined if they were in the qualified diopter range. A qualified handpiece and viscoelastic were indicated. Two used company cartridges were returned. The tips were not cracked. Both tips had aneurysms and heavy stress. The root cause for the observed damage may be related to a failure to follow the IFU (instructions for use). There did not appear to be adequate viscoelastic in the cartridges. Aneurysms and heavy stress may occur due to an inadequate amount of viscoelastic and/or if the lens and plunger are not positioned correctly for advancement. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).